Event description:
As reported from our affiliates in (B)(4), this was a valve-in-valve case of a 26mm sapien 3 valve by transfemoral approach in pulmonic position inside a pre-existing 27mm non-edwards valve through a 24fr dryseal sheath. During valve deployment, the commander delivery system balloon burst at full inflation. Despite the balloon burst, the valve was well implanted, and the patient was stable. However, the commander delivery system balloon could not be retrieved back into the sheath. After several attempts, it was managed to retrieve the balloon partially into the sheath, but when removing it from the right femoral vein, the commander delivery system distal tip with distal balloon part separated and remained in the patient's inferior vena cava (ivc). Several attempts to snare the nosecone/balloon material through the femoral sheath were unsuccessful. A 26fr dryseal sheath was placed in the right internal jugular (rij) to retrieve the tip and balloon with a snare. The patient remained stable and under ga throughout the procedure. Contrast injections of right ij and right ivc/femoral vein showed good flow and no disruption. No other injury occurred. The patient was stable post procedure. The patient was discharged home the following day with no issues.as per medical opinion, the severely calcified non-edwards valve caused the balloon to rupture.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Added h6 type of investigation and investigation findings. Corrected h6 component codes and investigation conclusions. The device was not returned for evaluation. Photos were provided by the complaint site. The balloon had burst radially and distal tip separated. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The lot history review was performed and revealed no other complaints relating to balloon burst. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. A complaint history review on confirmed device complaints (returned and no product returned) from april 2021 to march 2022 for the commander delivery system (all models and sizes) revealed additional similar complaints for withdrawal difficulty. The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, escalation to a product risk assessment is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The complaints for balloon burst and distal tip separation were confirmed by the provided images. However, no manufacturing non-conformance was identified during the evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, "during valve deployment the commander delivery system balloon burst at full inflation." As per medical opinion, "the reason for the rupture of the balloon was due to a severely calcified non-edwards valve." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (excessive manipulation) contributed to the separation. The complaint for withdrawal difficulty was confirmed by the provided imagery. Due to the unavailability of the complaint device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As mentioned above, the altered balloon profile as a result of the balloon burst can be more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. As such, available information suggests that procedural factors (withdrawal of a burst balloon) contributed to the withdrawal difficulty.